Event description:
Information was received from a patient regarding an external device. The reason for call was patient reported they were having issues charging their implant and the issue began today. Patient stated the controller would go to check recharger then it would go off. Patient reset the controller 4 times today and sometimes it came back on and sometimes the controller wouldn't come back on and patient couldn't charge the implant. During the call patient removed the battery and plugged the ac power. Controller powered on. Patient inserted the battery and controller was at 100% and patient got the battery empty recharge implanted device message. Patient cleaned the controller and recharger pins. There were no damages on the recharger. Patient plugged the recharger and got excellent. Patient turned stimulation on then the stimulation cut off. Agent reviewed stimulation information since implant was depleted. The troubleshooting steps that were taken on the call resolved the issue. Agent redirected patient to their hcp if they continued to notice the stimulation cutting out after charging the implant or with enough charge on the implant. Patient had trouble seeing the battery serial number.

Manufacturer narrative:
Continuation of d10: product ID 97745 (serial:(B)(6); product type: 0201-programmer patient; implant date n/a; explant date n/a medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional info received from patient that the issue was not that the stimulation was turning off when charging, its that the controller screen will turn off right after starting a charge session. A request was sent to repair dept to replace the controller.

Event description:
Additional information was received from the patient. The patient stated that they couldn't pair the controller to the implant. During the call patient reset the controller and got the hello screen. The patient plugged the recharger and the controller screen went black and unresponsive. Agent send request to repair to replace the recharger.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.